Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was due disconnecting from the pump. A manual injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.